Event description:
It was reported that a visualization issue occurred resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus image was dark. The procedure was not completed due to this event and was rescheduled. The patient was stable and no complications were reported. It was later reported that only the imaging procedure was cancelled, and patient care still occurred.

Manufacturer narrative:
Because patient care still occurred, this complaint was updated and re-assessed as not reportable.

Event description:
It was reported that a visualization issue occurred resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus image was dark. The procedure was not completed due to this event and was rescheduled. The patient was stable and no complications were reported.